Manufacturer narrative:
(B)(4)

Event description:
Procedure type: hemi colectomy. According to the rptr: during the case, device did not fire correctly. The staples were malformed and some fell into the cavity, they were retrieved by suction and irrigation procedure. A new stapler was used and suturing to complete the case. There was no additional bleeding, but operating room time was extended over 30 mins and hospital stay was prolonged. The pt is fine; discharged from hospital.